Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the coil detached from the delivery pusher. The implant coil was completely stretched into wire with evidence of tensile force. A portion of the coil was not included for eval. The microcatheter was kinked at multiple segments over the device length. The delivery pusher is kinked and damaged at the distal segment. The root cause of this complaint cannot be determined definitively as a portion of the device was not returned. The microcatheter is extremely damaged. We cannot determine if this was a contributing factor. The device history records were reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that upon treating an aneurysm, the coil encountered resistance within the microcatheter. The coil could not be advanced or retracted within the microcatheter. The coil was withdrawn when the coil apparently stretched and detached. The microcatheter hub was removed and a microsnare was advanced over the catheter. The snare captured the distal microcatheter and the coil. The coil and microcatheter were removed. In doing so, the coil was fractured. No harm or injury was reported.